Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed in the esophagus on (B)(6) 2013. According to the complainant, the bands of the device would not deploy, during the procedure. No damage was noted to the device, and the was no difficulty handling the device. The physician was able to complete the procedure using another speedband superview super 7 device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.